Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately two hours after the start of a hemodialysis therapy, with a polyflux 17 l dialyzer, the patient experienced symptoms including hypertension, stomachache, general unwellness, skin redness, dark urine, hiccups, and heartburn. The patient required medical intervention in the hospital for hydration, red blood cell transfusion, and more effective dialysis. The patient was hospitalized for approximately three days and then discharged. Dialysis therapy remains ongoing. The patient's hemoglobin level is still low and skin color returned to normal. No additional information received.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The visual inspection and measurements of the inner diameters were within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.